Event description:
It was reported that the patient implanted with this pacemaker expired six days after the implant procedure. It was also noted that the patient had not been discharged from the hospital after the procedure. There were no allegations against device functionality or complications from implant reported. The local area field representative was contacted for additional information. It was reported that there were no anomalies noted the day after implant at the post-operative check. No further information was available.